Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient experienced increased parkinson's symptoms. The health care provider (hcp) interrogated the implantable neurostimulator (ins) on (B)(6) 2016 and discovered that the device was off; the patient was unable to restart it with the remote control. The hcp was able to restart the ins on (B)(6) 2016 and the symptoms disappeared; the event resulted in an urgent care visit. The etiology was noted as related to the device/therapy and not related to the implant procedure; the ins and remote were noted. The event was considered resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the cause of the stimulation being off was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the actions/interventions taken to resolve the event included reprogramming the patient on (B)(6) 2016. It was also noted that the cause of the event was unknown. No further complications were reported/anticipated.